Event description:
It was observed that during the device evaluation, the subject device exhibited damage on ccd unit, damaged insertion section and noise image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, a noise image occurred, which was caused by a component failure of ccd and the insertion section of outer tube. The damage on ccd unit was caused by the insertion section damaged. The insertion section damage was a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.